Event description:
The lay user / patient contacted lifescan (lfs) alleging that her meter was set to the incorrect unit of measurement (uom). On march 9, 2006 the pt ate breakfast at 6:30 am and tested her blood glucose and received 173 mg/dl (taken from meter's memory after changing the uom to mg/dl). The last time she ate was her breakfast that morning. The pt went tothe pharmacy around 11:20 am with symptoms of hypoglycemia (sweating a lot and was about to faint). Pharmacist contacted lfs due to the patient's meter set to mmol/l. The patient spoke to the customer care agent (cca) and told the cca that she is hypoglycemic and often is hypoglycemic. Cca advised the patient to ask the pharmacist for something to eat. Pharmacist gets back on the phone with the cca and the cca assists the pharmacist in setting the meter back to mg/dl. Cca asked the pharmacist to check the patient's blood glucose. Pharmacist gave the patient 4 lumps of sugar and tested the patient's blood glucose and received a 218 mg/dl on the patient's meter. Pharmacist contacted emergency services based on the request by the patient. Emts arrived and took the patient to the hospital where she was admitted around 11:50 am. Emt's did not test the patient's blood glucose. Patient was treated with an IV and was given something to eat in the hospital. Pt was tested in the hospital on the hospital device and received a 135 mg/dl; however, does not recall when the reading was taken. Hospital staff performed an electrocardiogram and an "anomaly was detected", no further information was provided about the anomaly. Patient was discharged from the hospital at 4:00 pm. Two weeks prior to the incident patient had stopped taking her oral medication of glucovance (1 pill) before each meal on her own and notified her physician about her decision. Physician said it was ok for her to stop taking the oral medication. After the incident the patient was not given an diabetes medications to take.